Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operatively on a laparoscopic roux-en-y gastric bypass, the two reloads were able to fire and they had to clip the staple line near the gastric pouch, but the patient presented an inter peritoneal bleed less than 500cc at the jejuno-jejunal anastomosis after twenty four hours from surgery. The patient was hospitalized.